Event description:
I charged my hearing device for about 15-20 minutes then put it in my ear and heard a loud pop and felt a sudden pain, took it out and it had exploded open. Msa 30x hearing device with charger. / item #2997364 rechargeable 0.3 ounces fits right or left ear adjustable volume control color tan with clear tubing and white ear piece / black charger. As seen on tv/ sold by buy from tv/ (B)(6). The product was damaged before the incident: no. The product was modified before the implant: no.